Manufacturer narrative:
During processing of this complaint, attempts were made to obtain weight but not received.

Event description:
It was reported that the patient underwent an unrelated medical surgery. In turn, the ipg was unable to communicate, after troubleshooting steps the ipg was recovered.